Event description:
The customer reported, the dose rates are too high. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reloaded software and configuration files. System operates as intended. (B) (4)